Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The consumer reported the patient was unable to recharge their device normally in (B)(4) 2013. It was noted the stimulator was no longer taking a charge. He recharging bars never came up. The recharger battery was dead or going dead. The recharger screen was unresponsive and the screen flickered on and off after pressing the recharge button. It was reported the lcd screen on the recharger flickers when charging the stimulator. The patient had been keeping the recharging plugged into the wall and could see the green light when plugged in. It was noted the last time patient had stimulation on and was able to recharge normally was two months ago prior to the initial report. It was noted the patient had increasingly bad pain because they had been unable to use their therapy. Additional information received from the manufacturer's representative reported that an overdischarge condition was confirmed on the patient&#38112;implantable neurostimulator (ins) due to them not charging the device (unknown reason) in (B)(6) 2013. Symptoms of no stimulation and existing bilateral leg pain were reported. A 4 hour trickle charge (physician mode recharge (pmr)) was successfully performed that reset the device. It was noted that the patient felt this was their first time meeting for a pmr. It was also reported that an impedance check and reprogramming were performed. Further education on the device was given to the patient. Additional information received from the consumer reported he was unable to charge again in (B)(6) 2015. There was poor telemetry or no telemetry with recharging. The stimulation had been out for three years. It was noted the stimulation started getting weaker and weaker and would only last two hours. They had went and got it jump started. It took a long time to get it to come back, and they almost gave up on being able to bring it back. The patient had a degenerative condition and a lot of numbness. It was noted the patient took strong pain pills oxycodone and morphine. The patient was disabled on a fixed income, but he did have blue cross blue shield. This was the patient's second overdischarge and it was noted to have occurred shortly after the first one. He was in the hospital for open heart surgery and did not have the device on and he did not think to recharge it. It was noted the patient wanted to use the one time replacement for external devices as he left the recharger system with the desktop charger and implantable neurostimulator recharger (insr) with the belt on a picnic table in a rest stop. When the patient got the recharger, he was going to do a physician mode recharge and have a manufacturer's representative come in. It was noted the device was the best thing the patient had found for pain. Relevant medical history included radicular pain syndrome and other pain indications.